Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose level and no delivery alarm. Blood glucose was 600 mg/dl. During troubleshooting for no delivery, the insulin exits with manual prime. The product was not returned for analysis.